Manufacturer narrative:
The multimed cable was returned and evaluated. The reported problem could not be reproduced. The cause of the reported event could not be determined.

Event description:
Monitor displays "sinus similar" lines even though the 3-lead patient cable has been removed. Asystole alarm after several minutes. Heart rate continues counting. There was no patient injury.